Event description:
It was reported that on priming, an error code appeared, downstream occlusion. There was clear occlusion between pump and patient. The patient was unable despite all effort to prime through this system. There was no resolution when changing pump or line, all clamps were open. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.